Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
The reported event of loss of bluetooth (ble) was confirmed. The information received was reviewed and it was determined that the device had entered ble lockout due to time threshold being reached. The threshold was reached due to a high number of episodes being transmitted and the device not being interrogated by a programmer in that time. This behavior is per design specification as a part of a cybersecurity feature. No anomalies were found.